Event description:
It was reported that the right ventricular (rv) lead was exhibiting noise. The lead remains in use. The patient is a participant in the adapt response clinical study. No patient complications have been reported as a result of this event.

Event description:
The noise was later reported to be oversensing. A pocket exploration was performed and the cardiac resynchronization therapy defibrillator (crt-d) setscrew was tightened.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.